Manufacturer narrative:
Exp date: unk as lot number is unk. (B)(4). Event is still under investigation.

Event description:
This (B)(6) yr old male pt in the (B)(4) underwent conversion to open repair on (B)(6) 2014 (291 days post-procedure) due to a type I endoleak with proximal neck enlargement. The pt was initially treated fro an 8.5cm aortic aneurysm on (B)(6) 2013. The proximal neck had an irregular shape with no plaque/thrombus. Both iliac arteries had mile tortuosity, occlusive disease, and calcification. The pt received a main-body device, right and left iliac legs. A main body extension was also deployed below the renal arteries. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, thrombus, or endoleaks. The pt underwent conversion to open repair due to a type I endoleak with proximal neck enlargement. No other info is available.